Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one-month post implant that there was possible t-wave oversensing (twos) noted on stored electrograms (egm) for the right ventricular (rv) lead. It was noted that there were three ventricular tachycardia non-sustained episodes where twos was observed on two of the episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.